Event description:
It was reported that the device was used during a thyroidectomy procedure. While using the 1st device the first six clips were fired fine, but the 7th clip dislodged from the jaw as it was being placed on the vessel, totally unformed. The surgeon continued to use the device until the remainder of the clips were used, all clips formed properly. They opened the 2nd device and the first two clips fell out unformed and the third and fourth clips scissored. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the device (b) found that it was received empty and locked out. The instrument is designed to lockout when all the clips have been fired. No functional testing could be performed due to the condition of the returned device. No conclusion could be reached as what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j90n3x, expiration date: 02/2017, manufacturing date: 03/2012.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? 7th and 1st. What vessel or structure was the device fired on at the time of the event? Vein/artery. Was the clip fully advanced into the jaws prior to firing? Yes and yes. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No and clips fell out 1st firing and scissored. Was the device fired after this incident in or out of the patient? Yes. What were the indications for surgery? Asku what was found? Asku. Does the patient have any relevant history of surgical treatments? Asku. Did somebody other than the primary surgeon fire the instrument? No.